Event description:
It was reported that during the implant procedure, the physician was not comfortable with the chronic use due to crimp/kink in conductor wire 10cm from termial pin. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) all conductors distorted. Full lead returned. Upon inspection, it was noted that all conductors of the lead were distorted/fractured. Upon visual inspection, it was noted that there was blood in/on helix/lobe mechanism. It was noted that there was apparent explant damage to the lead.